Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received a premature low battery warning. Follow-up indicated the pt lost stimulation. The sjm rep allegedly cleared the flag, and the pt reported effective stimulation after reprogramming.